Manufacturer narrative:
The initial medical device report was submitted (2017865-2011-04503). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received some shocks. Upon interrogation, the device was found in backup vvi mode. The device image was not retrievable. The device was explanted and replaced.